Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "hole in valve." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified delamination of valve, creases fold, and wear abrasion. Leak test and microscopic analysis were performed which identified total delamination of the valve. Based on the device analysis the final assessment was total delamination of the valve assessed as adhesive failure. Reason for reoperation: deflation and valve leak and/or damage.